Event description:
An optometrist reported that a patient was noted to have epithelial fibrosis in the right eye. The patient complained of blurry vision. The patient's symptoms were subsequently resolved twenty-five days post treatment.

Manufacturer narrative:
(B)(4).

Event description:
An optometrist reported a patient with epithelial fibrosis, corneal haze and blurry vision of the left eye four weeks post prk enhancement. The symptoms resolved six and a half weeks after onset. Upon additional follow up it was reported the patient experienced dry eyes eight months post treatment. Cyclosporine ophthalmic emulsion was started twice a day.

Manufacturer narrative:
Additional information provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. (B)(4).